Event description:
Na.

Manufacturer narrative:
Updated field: b4, g3, g6, h2, h3, h6(medical problem code, component code, investigation findings, investigation conclusion, type of investigation), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. On-site inspection and testing were normal. The customer used the arrow balloon, which caused the alarm. The customer has been informed to use the original balloon, and the equipment can be used normally.

Manufacturer narrative:
Due to character limitation: event site full name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use of cs100 intra-aortic balloon pump (iabp) alarmed due to loop leakage. The customer used the arrow balloon, which caused the alarm. There was no patient injury reported.